Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred requiring surgery to repair. At the beginning of the procedure, the transseptal puncture was performed, and the mapping catheter was inserted into the sheath. Mapping was performed for approximately 2 minutes when it was noted that the catheter was into the pericardium. The patient's blood pressure then dropped. An ultrasound revealed a small pericardial effusion. A pericardiocentesis was performed but the effusion was not resolved so the patient was transferred to another hospital for surgery. The physician believes the transseptal puncture was the cause for the pericardial effusion. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.